Event description:
It was reported that the patient received inappropriate shocks due to oversensing. During explant, insulation anomaly on the lead was observed. When the device was removed from the pocket, the physician noticed the silicone plug that covered the svc port dropped out of the device. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of inappropriate shock was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were observed. The cause of the inappropriate shock was believed to be either a lead issue or fluid seeping into the svc port. The reported field event of svc septum anomaly was also confirmed. Upon receipt of the device, the svc septum was missing. The cause of the removed svc septum is undetermined. (B)(4).